Event description:
On 3/5/96, 45-yr-old female pt had operative hysteroscopy with endometrial ablation under general anesthesia. During procedure, the teflon tip on operative hysteroscopy sheath came off inside pt's uterus; tip was found in pt's vagina after multiple efforts to remove from uterus with forceps, sharp curette and suction curette. Procedure was extended for 20-25 mins per attending surgeon.